Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported getting a cine disk error when booting up the system. This would prevent the cine function from operating. There is no report of pt injury or death.